Manufacturer narrative:
We are reporting according to exemption no (B)(4). Incidents involving medical devices mfg by arjo hosp equipment ab in (B)(4) will be reported by us, the legal MFR, arjo hosp equipment ab in (B)(4) on behalf of our sales and distribution company in the (B)(4). Additional info will be provided upon conclusion of the MFR's investigation. Track wise ID.

Event description:
As stated by the customer 2010-(B)(6): it was reported by the customer that the resident was being transported back to her room on wheeled bath chair, (taken into bathroom on same equipment), on return to her room the carer whilst pushing chair heard a cracking noise, she looked and saw chair slipping from its base, tried to push it back on, called for emergency assistance and eased resident to floor. She was worried about resident legs bending underneath and then tried to prevent her getting hurt, that's why I did what I did. After the incident a piece of metal and plastic strip were found on the floor, lady (resident) was sent to hosp. (B)(4).